Event description:
IV (intravenous) needle safety mechanism failure during attempted IV insertion. When nurse attempted to retract needle into safety hub using the button she noted that the button was not raised. Nurse was able to remove the needle from hub which then allowed for needle to be retracted into safety device.